Event description:
Doctor reported to our sales rep that she was observing a surgery procedure. During this she observed that the balls which hold the blade were fallen out.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Same pt event as MDR 9610622-2012-00316.